Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited cassette sensor defective. There was unknown patient involvement.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Note investigation summary: customer's reported problem, cassette sensor defective was verified. The cause is the latch lock flex. Replaced the latch lock flex to correct the issue. Additionally, the downstream occlusion sensor (dso) seal is delaminated. Device passed all functional and delivery tests performed after repair activities were completed.